Event description:
The customer reported that when the rj11 clip is inserted into the alarm and the cord is moved while there is weight applied to the sensor the alarm sounds. The customer tested the sensor with another alarm and the sensor was working fine so they are only returning this alarm. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product found that some of the pins in the rj11 receptacle are slightly lower when compared to a known working alarm model 8374. The warning label is missing from the front of the alarm. The alarm powers on and passes all functional tests. (B)(4).